Manufacturer narrative:
(B)(6).

Event description:
The customer complained of missing segments from the display of the coaguchek xs meter. The customer stated that the meter powered off intermittently and the "set with date" was flashing after replacing the batteries. The customer removed the batteries, cleaned the battery compartment, and reinserted the batteries. The customer set the time and date. When the customer inserted a test strip into the meter the "set with date" was flashing. The customer stated that an error message was would appear and then fade out. The customer pressed a button on the meter and could see the most recent result of 3.2 inr but segments were missing. The customer performed a display check and all segments were present. The customer looked in the meter memory and confirmed that the segments were missing. There was no allegation of an adverse event. The meter was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter would not power on, the circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. There was no malfunction of the device.